Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an unresponsive contrast button, contamination under all key contacts, and a dim pink display screen. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the keypad cover was torn over 'contrast' button with the evidence of exposed the keypad flex. 'Contrast' button is unresponsive due to the missing of a key contact. Removed keypad cover to check condition of the key contacts and evidence of contamination was found under all key contacts. Dim pink display screen is found. Open pump to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text.